Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the right arm is observed where it had a wet PICC catheter, the dressing is removed and 5ml of 0.9% sodium chloride are infused through the proximal route and it is observed with filtration, the intensivist on duty is informed and the catheter is removed immediately." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the right arm is observed where it had a wet PICC catheter, the dressing is removed and 5ml of 0.9% sodium chloride are infused through the proximal route and it is observed with filtration, the intensivist on duty is informed and the catheter is removed immediately." No patient harm was reported. The patient's condition is reported as fine.